Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty accessing the pump display using the wake button. Blood glucose was 148 mg/dl. Reportedly, customer pressed button with more force in order to successfully activate the pump display.